Manufacturer narrative:
(B)(4). Method: the complaint rt265 breathing circuit was returned to fph (B)(4) for evaluation. The complaint device was visually inspected and pressure tested. Result: visual inspection revealed cracks along both swivel wye ports. Pressure testing revealed that the circuit was outside of specification. Conclusion: we were unable to determine what had caused the reported cracking. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit also state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that a crack at the swivel wye of an rt265 infant dual heated evaqua2 breathing circuit was found. There was no patient involvement.